Manufacturer narrative:
Adverse event (ae) assessment: the patient reported her blood glucose (bg) level recently before using her sides for vgo placement was 46-300 mg/dl (she did not provide dates and did not know how many times her bg level went below 70 mg/dl), a1c is 6 something percent. Taking clicks with meals containing 30 grams of carbohydrate or greater and if bg is higher (she is unsure of total amount of clicks she is taking). She is prescribed u-500 regular insulin in vgo, which is off label. Her goal for her bg level is 150 mg/dl or less (but not low). Her continuous glucose monitor (cgm) is set to alarm with any bg below 70 mg/dl. With bg below 70 mg/dl her symptom is her lips go numb. Since she lives with her daughter when the beep occurs from the cgm her daughter hears it and will bring her some oral carbohydrates. She consumes the oral carbohydrates, and her bg improves but she says it takes a while (length of time is unknown). She sometimes removes the vgo at bedtime, but other times wears it through the night. Recommended she keep non-perishable oral easily consumed carbohydrates at her bedside to prevent hypoglycemia. Her blood glucose on (B)(6) 2023 was 80 before breakfast and 165 mg/dl after eating. Possible- there is a reasonable causal relationship between the events of inconsistent wearing of the vgo and variable bg levels of hypoglycemia. The events occurred while using v-go, but the event could also possibly be explained by the patient placing the vgo on a roll of tissue, not changing the vgo out and/or variable lifestyle practices including uncontrolled stress, variable carbohydrate intake, inconsistently taking bolus clicks when eating, variable activity, losing sleep and dehydration. The patient is in contact with her healthcare practitioner (hcp) for bg and medical management. This case is serious because the patient experienced a bg of 46 mg/dl with symptoms while using vgo and it took a while (length of time unknown) for her bg to return to a usual range and uses off label u-500 regular insulin in vgo.

Event description:
It was reported that the patient experienced hypoglycemia. The patient confirmed that there is no device available for return to the manufacturer for evaluation.